Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that issue caused due to software. A technical support specialist, verified that issue already resolved by application analyst. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server patient profiles are currently not being created. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.